Manufacturer narrative:
Analysis of the ins, model 97714, serial no. (B)(4), found no significant anomaly, reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 108. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 14 minutes and the battery charged from 3.545v to 3.545v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count is 3. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 3 hours 57 minutes. The ins charged to 3.970v with 100% coupling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was not normal battery depletion and the patient was unable to charge due to a flipped battery. The device had been replaced.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 97740 serial# (B)(4), product type programmer, patient. Product ID 37761, serial# (B)(4), product type recharger. Product ID 37751, serial# (B)(4), product type recharger. (B)(4).

Event description:
The company representative was assisting the patient with getting a recharger replacement. The patient was having difficulty getting coupling and the antenna got "hot" when trying to charge the implantable neurostimulator (ins). Ten days later it was reported that the patient had charging issues. The company representative met with the patient that morning but the patient didn't have the recharger with. The patient got a new antenna and charger but that did not fix the problem. The doctor confirmed the battery was not flipped based on x-rays. The ins was implanted in the lower back near the spine. It was thought the recharging issues may be positional. The next day the company representative met with the patient again and the patient brought his recharger to the appointment. The recharger would not charge unless the connector pin was held a certain way, the connector pin was broken. The patient was given a new a/c cord and it appeared to be charging fine. The patient was unable to get more than two coupling boxes full. The antenna locate feature was tried and received ten points between the lowest and highest reference points, 52 at the best location. The ins appeared to be extremely superficial and when pushed on the ins could feel the ridge of the battery which led the company representative to believe it was not flipped when palpating it. Additional information received reported that they were awaiting the results from an x-ray, which had not been scheduled yet. Upon device return, it was determined that there was a component failure of the recharge board and the connector was broken. Additional information was received on june 22nd 2015 indicating that it was believed that x-rays had not been taken at the time of the report. The patient was not following their doctor's order to get x-ray. Additional information received from the manufacturer representative reported that the implant had been dead four months. The patient had a discharge situation and difficulty charging. The manufacturer representative reported that the patient was going to have a battery replacement and the implant was found to be flipped when they opened up the patient. The battery was removed and the pocket was revised. The indications for use were lumbar radiculopathy and spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported the battery was sent back for analysis and should have been received by now. There was no further update on the patient's status.